Event description:
(B)(6) study. It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction (mi). The target lesion was located in the distal right coronary artery with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with treated with direct placement of a 3.5 x 12 mm taxus liberte stent with 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. A 86 days post index procedure, the patient presented with headache and alcohol intoxication. Cardiac enzymes were noted to be elevated and a mi was reported. Per the site investigator, the event is not related to the taxus stent. There were no ischemic symptoms and no action was taken and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. Manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)